Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend analysis could be performed as no item number was available. The missing device information has been requested but was not available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that the patient underwent initial shoulder arthroplasty on the right side with as glenoid system on an unknown date. Subsequently, the patient was revised due to loosening of glenoid component on (B)(6) 2016. The procedure was completed with lima glenoid. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received devices analysis: no product was returned to zimmer biomet for in-depth analysis root cause analysis the only information available is that a female patient underwent initial shoulder arthroplasty on the right side with as glenoid system on an unknown date. Subsequently, patient was revised due to loosening of glenoid component on (B)(6), 2016. No other information like the type of product, the reference and lot number, the other components implanted is available, therefore it cannot be determined if the implants were used on-label. Additionally, neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary: the performance of any device depends on multiple factors including patient and/or surgical related factors and with the reduced information at hand it cannot be determined which of the factors could have led to the reported glenoid loosening. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted an unknown anatomical shoulder glenoid system (catalogue number unknown) on the right side (exact date not reported) and the patient underwent revision surgery on (B)(6) 2016 due to loosening.